Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0083518. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm 10bag 500 wal had foreign matter before use. The following was reported by the initial reporter: "it was reported that there is liquid inside barrels of syringes. Verbatim: consumer reported liquid inside of the barrel of her syringes. "

Manufacturer narrative:
"Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm 10bag 500 wal had foreign matter before use. The following was reported by the initial reporter: "it was reported that there is liquid inside barrels of syringes. Verbatim: consumer reported liquid inside of the barrel of her syringes. "